Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not functioning without any specific issues mentioned or it was turned off. The patient stated they underwent an magnetic resonance imaging (MRI) and wasn't sure if the s-ICD was turned on afterwards. Technical services (ts) was consulted and referred the patient to their physician for further examination. This device remains in service. No adverse patient effects were reported.